Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 the patient's peg / j tube were becoming red with drainage. The patient was seen by a physician and was prescribed 7 day course of unspecified antibiotics. Patient does not agree to have md contacted or consent to follow up.